Event description:
It was reported the tech tested the bur and made sure it was locked into place before use. When the doctor went to use the drill on the patient, the doctor pressed on the foot pedal, the handpiece ran, the bur came loose, hit the distal tip of the guard and the bur bent in a 90 degree angle. The patient suffered a small cut on their tongue and also cut the height of the lip and 2mm into the patient's skin above the lip. The patient required stitches. A small scar is expected. The patient is expected to be okay. There was no further medical intervention performed. The procedure was completed successfully with no clinically significant delay.

Event description:
It was reported the tech tested the bur and made sure it was locked into place before use. When the doctor went to use the drill on the patient, the doctor pressed on the foot pedal, the handpiece ran, the bur came loose, hit the distal tip of the guard and the bur bent in a 90 degree angle. The patient suffered injury/lacerations to the right floor of mouth and right upper lip just above the commissure. The injury to the floor of the mouth was linear and approximately 2 cm long and in a vertical fashion. The injury to the upper lip was thru the vermillion border in a triangle shape about 1cm by 1cm. The patient required stitches. A small scar is expected. The patient is expected to be okay. There was no further medical intervention performed. The procedure was completed successfully with no clinically significant delay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the tech tested the bur and made sure it was locked into place before use. When the doctor went to use the drill on the patient, the doctor pressed on the foot pedal, the handpiece ran, the bur came loose, hit the distal tip of the guard and the bur bent in a 90 degree angle. The patient suffered injury/lacerations to the right floor of mouth and right upper lip just above the commissure. The injury to the floor of the mouth was linear and approximately 2 cm long and in a vertical fashion. The injury to the upper lip was thru the vermillion border in a triangle shape about 1cm by 1cm. The patient required stitches. A small scar is expected. The patient is expected to be okay. There was no further medical intervention performed. The procedure was completed successfully with no clinically significant delay.